Manufacturer narrative:
It was reported that the device generated high o2 alarms during ventilation, this can be confirmed by the log review of the received ventilator logs. The test log shows that the device passes pre-use check without failures, the review of the technical log shows that there are no technical alarms generated that could indicate on a permanent hw malfunction. According to the device operating manual, before using the ventilator system, a pre-use check always needs to be performed to make sure the o2 cell is properly calibrated. The operating manual also states that if the alarm o2 concentration high is generated it can be due to that the flow meters have been poorly calibrated, the remedy is to perform a pre-use check. According to the test log, pre-use check hadn't been performed for three months prior to the ventilation session in (B)(6) 2020 which also is considered to be the date of event. No parts have been replaced during the onsite investigation performed by our field service engineer, the device did not show any errors and passed the simulated use tests. The cause of the reported alarm cannot be established by the log evaluation, the device passes the system pre-use check and does not generate any technical alarms.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated high o2 concentration alarms. There was no patient harm. Manufacturer's ref. (B)(4).